Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The user will lose the ability to infuse the patient with the affected spikes. Other spikes can be used to infuse the patient and the disposable set can be exchanged to continue infusion. The user confirmed that reported issue was not responsible for the patient death. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The manual states "hold the bag spike by the finger grip and spike fluid bag(s), piercing it fully to ensure that the fluid flow freely. Do not push the spike into the bag by the tubing." All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. The cited disposable set was reviewed by belmont engineering. It could be confirmed that the spike seperated from the tubing on the disposable set however we are unable to determine the root cause of the reported issue. A retain set from the same lot was reviewed and no issues were identified with that set. Belmont will continue to monitor this issue moving forward.

Event description:
It was reported that two of the three white spikes on the 3 spike disposable set disconnected during patient use, tubing could not be replaced so they had to use tape to try to give units of blood through all spikes. The patient involved in this incident expired.